Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for the call was patient reported that about 3 or 4 years ago, they notice a tear on the antenna of the recharger, and they decided to call about the issue today. Issue was not resolved. A request was sent to repair to replace the antenna. Patient reported that they got a mail about an upgrade on their dbs and they will call their hcp about it. Patient stated that they had an MRI before and when they turned the device off for the MRI, they got really nervous because the therapy was off and they were not sure if it was because the stimulation was high that they were not use to the therapy being off.